Event description:
It was reported that the health care professional (hcp) wanted to optimize minute ventilation (mv) programming. The patient reported sudden increases and decreases in heart rate when walking for exercise. The hcp had the patient do exercise and monitored the movement after reprogramming the device. It was noted that despite adjusting the rate response features, a lower heartrate was noted. Data showed there was oversensing due to the device moving in the pocket, and it was confirmed that this pacemaker was not attached to the fascia during implant as it was not common practice at the implanting facility. The device was reprogrammed again, which resolved the issue. The device remains in use. No adverse patient effects were reported.